Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to poor contact with the lcd (liquid crystal display) panel; which was likely caused by wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to liquid crystal display (lcd) panel failure. It is most likely the reported event was due to wear and tear of the device and mishandling with increased use over time. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k uhd lcd monitor appeared on the screen with a red line running along the monitor. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: liquid crystal display (lcd) panel failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.